Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a set was sent in for the hospital to use with another companies nailing set as a favor because they did not have one. The case was received on (B)(4) 2014 from the operating room scout it was noted that the reamer head was stuck in the canal. It had not been used. The reaming rod needed to be advanced in order to remove it. A call was placed to the product manager to receive assistance with the removal; however, a window had already cut to remove it. Initially the operating room scout stated that the part did not need to be returned, however; it was determined that after speaking to the scrub nurse that the item was opened and the surgeon used it in the beginning but it was not reinserted during any stage of the reaming process. There was a thirty minute surgical delay reported. This report is for an drive shaft. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an drive shaft. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.